Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma and renal cell carcinoma. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed the following from an external and internal inspection: unknown contamination/damage was observed at the corner of the top enclosure. A scratch was observed on the left side panel. Pil observed potential hair-like particles on the right-side panel, on the interior side of the left side panel, and on the bottom of the blower and blower housing. One of the anti-skid pads was observed to melt. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturers. The manufacturer no error code was found. The manufacturer concludes there was unknown brownish material that was observed under the control knob. Potential dried liquid spots were observed in the iso port, and on the blower housing. Dust-like contamination was observed on the top enclosure, right side panel, on the bottom enclosure, blower cap, on and in the blower motor, and around the walls of the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma and renal cell carcinoma. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.